Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant, insulation abrasion was noted on the lead. The physician elected to explant and use a different lead. No electrical anomalies were noted. The patient was stable and will be monitored.